Manufacturer narrative:
Device is a combination product.

Event description:
Promus element (B)(6) clinical study. It was reported that patient death occurred. In (B)(6) 2013, the patient was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion was located in the left main coronary artery extending up to proximal left anterior descending artery with 70% stenosis and was 20mm long with reference vessel diameter of 3.5mm. The lesion was treated with pre-dilatation and placement of a 3.50x24mm promus element drug-eluting stent. Following post dilatation, the residual stenosis was 0%. On the third day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, post index procedure the patient died due to multiple organ failure as per patient's daughter. No action was taken to treat the event. The autopsy report and death certificate are not available for review.